Manufacturer narrative:
Updates made to a3, g4, g7, h2, and h10. Corrected the sex of the patient from no information to female. The procedure was therapeutic. The doctor was performing seal and cut, generator settings were 1:1. Probe damage error code had been observed. No piece of the device fell into the patient; the probe was partially detached and broke off outside the patient. The device was inspected prior to use. There were no abnormalities observed. The connection points to the generator were inspected. The transducer cords were not bundled with other medical devices. No cable damage was observed. The physician is very experienced using the device.

Manufacturer narrative:
The device has been returned and a device evaluation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (lot #), d10, g4, g7, h2, h3, h4, h6 and h10. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip is detached; the tip piece was not returned for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation the cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
There is no patient information or more information on the procedure available at this time. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined yet. Supplemental report(s) will be filed as the information becomes available.

Event description:
The reported event states that during the total laparoscopic hysterectomy (tlh) procedure the device probe broke. The procedure was completed with another device. No other equipment was replaced during procedure. There was no adverse impact on the patient.